Event description:
Patient had a left heart cath. On (B)(6) 2018 using the left femoral artery for access. Hemostasis was provided with a pro-glide. On (B)(6) 2018, patient was readmitted with a left groin abscess. Ed physician stated that she was "septic upon arrival". Blood cultures done were (B)(6). She had an operative debridement on (B)(6) 2018. Discharged on (B)(6) 2018 with a very long stay in the ICU.